Manufacturer narrative:
This MDR is being submitted due to the reported adverse event after initial placement of the acell device. A review of the manufacturing records is not possible as the lot and serial number was not provided by the patient. We are submitting this report now, however, additional information has been requested. An update will be provided upon receipt of more information.

Event description:
On 5/26/2020, acell, inc. Was notified that micromatrix was used for the surgical repair of traumatic injury to hands. Patient alleged bone overgrowth due to use of micromatrix internally next to exposed bone. The use of micromatrix internally is an off-label use of the device.